Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 400 mg/dl. Customer went to the emergency room where water was provided and insulin was administered to resolve the issue. The customer was released two hours later in stable condition. Reportedly, the customer changed the pump supplies and continued to use the pump for insulin therapy.